Event description:
Customer reported receiving a call from the responsible physician. He was annoyed about a fast filter clotting and a high value of the tmp (transmembrane pressure) during therapy. The filter had to be changed. After the filter was changed, he saw a yellow alarm light and the alarm "scale component missing ( dialysate)" for the whole therapy. He tried to change the dialysate bag, without success. The treatment has to be stopped. The machine was then checked by the gambro field technician without results.

Manufacturer narrative:
No pt injury or medical intervention was reported. No blood loss was reported. The data files have been reviewed by the MFR. Initial investigation states that the behaviour of the yellow light throughout treatment is normal if an advisory alarm is overridden. However, the technical data files show no evidence of an advisory alarm being overridden. There is no add'l pt risk since all protective systems are still working under these conditions. The mfg site will conduct further investigation. A follow up report will be submitted as soon as the investigation has been concluded.